Manufacturer narrative:
The device involved in the event was received by the manufacturer for further investigation. As additional information is received, a supplement report will be submitted.

Event description:
The customer reported that on an unspecified date, a leak of taxol at the 0.2micron filter of a primary plum set occurred during priming. There was no patient involvement, no adverse event, but there was a delay in therapy.

Manufacturer narrative:
The reported filter leak was confirmed by investigation. The probable cause of the observed filter leak is the temporary or permanent loss of hydrophobic properties of the filter vent due to infusate interactions. A device history review (DHR) was performed and no discrepancies that may have contributed to a complaint of this nature were found. No additional information is known at this time.